Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. It was noted that the patient had to charged the ipg frequently and the remote control (rc) had difficulty connecting to the ipg. It was also reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will not be returned as it was discarded by the facility.